Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficient product; unable to confirm complaint. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 132 to 140 mg/dl. The blood glucose testing is performed by the customer three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored according in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is about a month. The meter memory was reviewed for previous fasting test results (customer had difficulty seeing the meter display): (B)(6). Adverse event not reported.